Manufacturer narrative:
Approximately 17 inches of the external portion of the percutaneous lead (lead) was replaced on (B)(6) 2016 and returned for evaluation. Electrical continuity testing of this portion of the lead found that all wires were electrically intact. Removal of the rescue tape, confirmed the report of a tear in the outer silicone sleeve. Visual examination revealed no damage to the clear bionate layer of the lead. Examination revealed breakdown of the metal braided shield along entire length of the lead segment, which appeared consistent with over four years of use. Microscopic inspection of the underlying wires revealed no areas of compromised wire insulation or damage to the wire conductors. The replaced portion of the lead was suspended in a saline bath for high potential testing and the test did not reveal any area of potentially compromised wire insulation. The pump was exchanged on (B)(6) 2016 and returned assembled with the lead cut approximately 4 inches from the pump housing and the remainder of the lead was returned in 3 segments measuring approximately 3 inches, 15 inches, and 21 inches in length. Electrical continuity testing revealed that all wires were electrically intact. Upon removal of the outer silicone sleeve, an area of breakdown in the metal braided shield was observed on the internal portion of the lead, approximately 9-12 inches from the pump housing. Microscopic inspection of the underlying wires in the area of shield breakdown revealed breaches in the insulation of all six wires between approximately 9-11.5 inches from the pump housing, exposing the inner metal conductors. All observed wire damage appeared to be the result of fatigue damage due to repetitive movement and abrasion against the braided shield. Microscopic inspection and high potential testing did not reveal any other areas of compromised wire insulation on the remainder of the lead. If the exposed conductors in any of the compromised wires contacted the braided shield while the system was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the reported pump stoppages. An interruption in pump function could have also been caused by a phase-to-phase short, which would occur if the exposed conductors in any two wires from different motor phases made direct contact with each other or simultaneous contact with the braided shield while the system was operating on a tethered power source or battery power as recorded in the submitted system controller log files. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 years and 1 month. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a tear on the external portion of the percutaneous lead. The patient did not report any issues with the tear. On (B)(6) 2016, a five pump stoppage events were reported. The patient was asymptomatic. The manufacturer's technical services representative performed a percutaneous lead (driveline) repair on (B)(6) 2016; however, on (B)(6) 2016, another pump stoppage event occurred and the patient had a syncopal episode. The pump then resumed function and the patient regained consciousness. The patient did not report any injuries as a result of the syncopal episode. It was reported that the patient had an over-sewn aortic valve, and that during pump stoppage events the patient is symptomatic. A log file reviewed by the manufacturer¿s technical services representative the latest pump stoppage on (B)(6) 2016, and it was reported that a compromise to portion of the driveline internal to the patient was suspected. The patient underwent a pump exchange on (B)(6) 2016.